Manufacturer narrative:
This report is filed, april 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient's abutment fell off. Subsequently on (B)(6) 2016 the patient was administered general anesthesia, the implant site was cleaned out and a new abutment was placed. The implanted device remains.